Manufacturer narrative:
(B) (4). (B) (4). Empty. The analysis results found that the el5ml device was received in good visual condition. When testing the device for functionality it was noted to be empty, locked out and the orange indicator was beyond its intended position. A possible cause for the indicator failure may be a previous feed error or it was misassembled during the manufacturing process however, this finding is not related with the event reported. Although, the event reported could not be confirmed due the condition of the device a corrective action has been initiated to address the root cause of the opening issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired fine on the first firing. On the second firing the clip was scissored and fell off the tissue. The third firing the device locked. It was not on tissue. A new device was used to complete the procedure without any patient impact.